Event description:
The pt's age was unk, but was a male. The target lesion was distal lad. The vessel was highly calcified and moderately tortuous. Pre-dilation was conducted with a bc (hiryu 2.25/15mm) and cypher (2.5/13mm: complaint product) was implanted at the target lesion. After retrieving the sds from the pt, the physician observed the distal shaft leakage between the balloon and the exit port. When the balloon was being inflated, the pressure stop increasing at 14 atm. However, the physician retried to inflate it (the pressure unk) and deployed the stent. They did not indicate any deployment difficulty. Post-dilation was not conducted. There was no resistance/friction while advancing the product. The procedure was finished successfully. There were no kinks or bends noted when the product was removed. There was no pt injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.